Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has asthma. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has asthma. No medical intervention was specified. The dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. A musty odor was observed during the therapy. The secondary findings of this investigation were modem accessory door panel and sd card door panel were missing, unknown black marks on top enclosure and 2 top enclosure screws were missing, dust-like contamination and hairs/fibers in the air outlet and at the air inlet, unknown brown contamination on the crease of the top enclosure near the air inlet, bluetooth trace antenna on the pca (printed circuit assembly) was discolored and had potential corrosion on it, white and brown dust-like contamination on the top of the blower motor, black contamination, consistent with keratin, at the air outlet of the blower box, blower motor had potential mineral deposit spots in it, indicating potential water ingress and dust-like contamination and hairs/fibers inside the blower box. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The manufacturer confirmed that there was presence of degraded sound abatement foam using a fitt and the associated procedure. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box b, d, e, h has been updated/corrected.